Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "saline deflation" for unknown side. The device has been explanted.

Event description:
Healthcare professional reported for right side. "Saline deflation", "capsular contracture grade unknown", "markedly lobulated appearance with numerous internal folds". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.